Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was in the coronary sinus when access was lost. Upon attempting to re-access, the coronary sinus was dissected. The lead was removed and an epicardial lv lead was implanted a week later. No treatment was required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.